Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported that the patient experienced post-operative weakness and difficulty moving their left foot. The physician does not believe this to be device-related. The patient is in a rehabilitation facility and improving.